Event description:
The customer reported an audio issue for the mx40. It was thought that this was a "no audio" issue and the issue was reported. However in talking with the biomedical engineer it was found that the device had audio although distorted. There was no patient involvement. There was no report of a patient injury or harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no patient involvement.